Event description:
Reported as "double tubular break from both sides of the stainless port connector and intra-abdominal migration".

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakages of the port tubing and the band tubing located near the stainless steel connector. The breakages of the port tubing and band tubing may be wear related as there is no clear evidence of surgical damage. These breakages may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."